Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09-dec-2017 with the following findings: during testing, it was observed that the ok button was cracked and under responsive to user presses. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked and under responsive ok button. This report is made based on results of investigation completed on 09-dec-2017.